Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set crimped cannula event on (B)(6) 2024. The blood glucose level was 236 mg/dl and the patient was treated with correction bolus via pump. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).